Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a cut in the inner member was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc voyager instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, preparing the device inside the anatomy does not appear to have contributed to the reported leak.

Event description:
It was reported that the procedure was to treat a lesion located in the 85% stenosed mid left anterior descending artery. After pre-dilatation was performed, a 3.0x23 mm xience v stent was implanted at the lesion. A 3.5x12 mm voyager nc balloon was chosen for post-dilatation of the proximal end of the stent. After prepping the balloon inside the anatomy, the voyager nc was advanced to the lesion; however, the balloon did not inflate when 8 atmospheres of pressure was applied. On angiography, contrast medium was observed to be leaking from the balloon. A new 3.5x12 mm voyager nc was used to complete the post-dilatation successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.